Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient's right ventricular lead was sensing noise. The lead was explanted and replaced without issue. The patient was stable throughout. No further information was known about the event.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in three pieces. Visual inspection of the lead found external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression which is consistent with friction to the device can. The cause of the reported event was due to exposure of outer coil at the abrasion zone.

Manufacturer narrative:
Additional information: d9, h3, h6.